Event description:
On (B)(4) 2012, the patient's husband reported, the down button of the infusion device is not functioning. He stated the issue began 2 days ago. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.